Event description:
Journal reference: piboolnurak et al. "Levodopa response in long-term bilateral subthalamic stimulation for parkinson's disease" movement disorders/2007/22/7/990-997. This article describes a long-term follow-up of 33 pts with dbs therapy for parkinson's disease. Reportable event: there was a total of 2 adverse event reports of restless leg syndrome during the follow-up. No add'l info or outcomes were provided.